Event description:
It was reported that during implant, the left ventricular lead was too short for the catheter that was chosen and it was not realized until both were in the patient. The lead was removed and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed).